Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A secretary reported that following an intraocular lens (iol) implant procedure the patient experienced oblique reflexes in her vision. The iol exchanged for another non company lens following the initial procedure. Additional information received and stated that the patient experienced dysphotopsia and also medical intervention was necessary. There was reported patient harm and inability to drive and carry out day-to-day tasks.

Manufacturer narrative:
The product was not returned. A photo was provided that showed the lens in two pieces on a plastic tray. No determination can be made from the photo. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was explanted and replaced with a non-company, non-diffractive lens. The patient's complaints have resolved. The manufacturer internal reference number is: (B)(4).